Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1179949; medical device expiration date: 31may2026; device manufacture date: 08jul2021. Medical device lot #: 1179946; medical device expiration date: 31may2026; device manufacture date: 08jul2021. FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ needle-free connector stand-alone device had leakage problems. The following information was provided by the client: "leakage at the plug - leakage problem".

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd q-syte¿ needle-free connector stand-alone device had leakage problems. The following information was provided by the client: "leakage at the plug - leakage problem".